Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found.

Event description:
It was reported that during the implant procedure, the left ventricular (lv) lead would not stay in the vessel. The lead was not implanted and it was replaced with a new lead. No patient complications have been reported as a result of this event.